Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. The recipient's device remains implanted. This is the final report.

Event description:
The recipient reportedly developed a skin flap infection at the implant site. The implant site was drained on (B)(6) 2015. The recipient was prescribed augmentin for 10 days. The recipient was hospitalized on (B)(6)2015.